Event description:
It was reported that pump had motor rate error, there were no patient involvement and no patient harm.

Manufacturer narrative:
The suspect pump was returned for evaluation. Visual inspection was performed and was confirmed that there were no anomalies noted related to the complaint. The event history log (ehl) was reviewed. The motor rate error alarm was noted and confirmed in the ehl as stated by the complainant. The service history review was performed, and it was confirmed that there was no previous repair noted. The device failed during the motor drive and occlusion test with bolus. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a loose carriage nut and normal wear to drive train.